Event description:
It was reported that during a service test by the customer, the cardiosave intra-aortic balloon pump (iabp) helium tanks were going low without using the iabp. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse determined that the regulator, hi pressure,helium needed replacement. The fse replaced the regulator, hi pressure,helium and performed all functional and safety checks to pass and meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check by the customer, the cardiosave intra-aortic balloon pump (iabp) helium tanks were going low without using the iabp. No patient harm, serious injury or adverse event was reported.